Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid leak; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of cytoxan, at an unspecified rate, via a plum pump. On an unspecified date in the pharmacy, it was reported that the piercing pin of the tubing set was inserted into na unspecified solution container and was primed with normal saline. After an unspecified length of time, the piercing pin was removed and was reinserting into the administration port of the solution container of cytoxan. After an unspecified length of time, the solution container and tubing set were delivered to the patient treatment room. At this time, it was reported that the nurse noted an unspecified volume of saline solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. No specific details were provided. The tubing set and the solution container were returned to the pharmacy. At this time, it was reported that the pharmacy staff indicated that the clave secondary port was bent. The tubing set and solution container was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.